Event description:
Revision surgery- the patient had joint instability and dislocated.

Manufacturer narrative:
The reason for this revision surgery was identified as dislocation after 2.9 months of patient use. The outcomes attributed to this event were required intervention to prevent permanent impairment/damage. There is no information in this complain about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the second complaint for this part number (one dislocation), and the first complaint for this lot number. The root cause for the dislocation was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. Several factors not related to the implant can play a role in dislocation; such as loose joint from inadequate soft tissue, and patient activity.